Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a low out of range shock impedance measurement. The field representative has been contacted. There were no reports of any adverse patient effects.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.